Event description:
Patient has been using the freestyle libre 3+ for almost two weeks. Patient has a long history using glucose monitoring devices and from day 1 double checked her readings against a finger stick. From the first time using the device, patient notices the significant discrepancy in the device and finger stick. Day 1 her glucose level was at 59 (freestyle libre) but her finger stick read 122. She called abbott and they told her there is an acclimation period when first using the device. According to abbott, the first 24 hours of use expect a discrepancy of +/- 30 points and from day 2 to day 4 expect a discrepancy of +/- 20 points. Patient ordered replacement sensors but has not received them yet. Patient is not diabetic but has an inoperable tumor in her cavernous sinus and insulin helps with pain control.